Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. During the procedure, the disposable was not cutting tissue properly. The customer received the mdu with the cpc connector in a locked position. He does not know if this was the cause of the issue. The procedure was completed using another device with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the device manufacturing records was conducted and the device met all finished goods release criteria.